Event description:
Report received from an international affiliate of a loading dose delivery that was not programmed into the device. The report stated: "please look into history - cannot replicate fault - but pt was being given a loading dose when no loading dose was programmed." There were no reported adverse pt effects. Though requested, no further info was provided.